Manufacturer narrative:
(B)(4).

Event description:
Customer called to report that there was a leak of blood and cleaner in the diluter of the unicel dxh 800 coulter cellular analysis system, and customer could not locate the source of the leak. Customer stated that patient samples and results were not affected and that no one was exposed to or harmed by the leak. The field service engineer (fse) inspected the instrument and noticed that the differential mix chamber was overflowing. The fse found a piece of tube stopper blocking the waste drain. The fse then replaced the differential waste chamber and verified the repair per established procedures, the results of which met published performance specifications. The root cause of the leak is attributed to a piece of tube stopper blocking the waste drain of the differential mixing chamber, causing the fluids to overflow.